Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: not applicable, lens was not implanted. Section d6b - explant date: not applicable, lens was not implanted. Section e1 - telephone number: (B)(6). Section g4 - PMA/510(k) number: this report is being filed on an international device; tecnis puresee¿ toric ii iol with tecnis simplicity¿ delivery system, model det100 that has a similar device, model det150 which is distributed in the united states under PMA p980040. Section h3 - the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during handling and before insertion of the intraocular lens (iol), the lens became stuck in the shooter and as a result, the haptic was bent. There was no patient contact with the device. No further information received.